Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) remoted in and accessed command shell. Then the tss restarted the data synchronization services using the powershell command "restart-service bddatasyncdeviceservice". After the service restart, the previously displayed disconnected icon cleared, confirming that the device successfully re-established communication and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.